Event description:
Healthcare professional (hcp) reports a blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue treatment without incident. Dialyzer reused 24 times prior to this report. Hcp reports no pt injury or need for medical intervention.